Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2011 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals reflect the user's programmed basal rates. There were no alarms or pump conditions indicating a malfunction were recorded in the pump download history. The pump accurately delivers 2.00 units/hr for 29-hr period. There was no defect found. DHR review: (B)(4), software version/revision: e3a, within specifications when released: yes, discrepancies identified: no, comments: no.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) level was 29mg/dl following an unintended ezbolus of 6.75 units. She reported that she treated herself with one glucose tablet and a cup of yogurt and her bg resolved to 80mg/dl. Customer support (cs) confirmed that the total daily dose history reflects the bolus delivered. Cs determined there is no mechanical issue with the pump. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.